Event description:
Subsequent to the initially filed report, the following information was received: it was reported that a starclose se was attempted via a 6f sheath after an unspecified interventional procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely. The device became stuck in the vessel during step #3 (splitting the sheath). The access ports were used to remove the starclose se from the vessel without damage. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 2983 labeled 1528 labeled. Internal file number - (B)(4). Correction: device coding 3190 removed. Evaluation summary: the device was returned for analysis. The reported thumb advancement issue was confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified interventional procedure. Reportedly, the starclose se did not work when attempted to be used. Manual compression was used to achieve hemostasis. No additional information was provided.